Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0214032788, product type: lead. Product ID: 924256, lot# 082216517a, implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that one of the screws for the burr hole cover was not sharp and could not be screwed into the skull. A new burr hole package was opened and the issue was resolved. There were no environmental or external factors that led to the event. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3007566237-2017-05167 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.